Event description:
It was reported that the patient's implantable cardioverter defibrillator performed inappropriate shock. No interventions were performed. The patient is recovering from the event.

Event description:
Additional information received noted that the cause of the inappropriate shock was atrial fibrillation. Ablation procedure was performed the patient. The patient was in stable condition.